Event description:
The pt had a complete se stent implanted to the proximal superficial femoral artery (sfa). The device was successfully deployed. Seven months post index procedure, occlusion of the left sfa stent was reported. Vascular intervention was performed and the pt recovered with treatment. The investigator indicated that the reported event was definitely related to the study device. Complete se is not approved for in the us for sfa indication, but is similar to complete se which is approved for biliary/iliac indication.

Manufacturer narrative:
(B)(4). Evaluation results: occlusion of sfa artery or distal vasculature.